Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason.

Manufacturer narrative:
Correction to the initial MDR in block b5. The suspected medical device reported in this MDR form was a nonrechargeable implantable pulse generator (ipg) implanted more than 2 years at end of life should not have been reported on a 3500a MDR form.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason. Additional information stated that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of life message. The patient was doing well postoperatively. Unable to return explanted device due to facility policies.